Event description:
Update (B)(4) 2013: implanted over 15 years ago.

Event description:
Hip revision surgery of duraloc cup/stability stem for patient dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undeterminable, insufficient information. It is likely in this case that several factors combined - such as patient factors, surgical procedure, surgical process and implant design - leading to revision after 15 years. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.